Event description:
Inr results for eight days were reported out incorrectly. The isi(international sensitvity index) value, which is uploaded by bar code into sta compact was read incorrectly by the instrument. The inr (international normalized ratio) result is a calculated result which was reported incorrectly.